Event description:
It was reported that patient underwent a revision of competitor product after an unknown amount of time post implantation due to periprosethetic fracture and recurring dislocations. Subsequently, the patient experienced a dislocation approximately 3 months post revision. Patient was taken to the emergency department where relation was attempted. During x-ray review, it was found that the dual mobility bearing had disassociated from the competitor head component. The patient therefore, underwent a revision surgery where a new head and liner were placed, the shell and stem remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: ep-200156 ¿ active articulation bearing ¿ 798960. 128-828/03 ¿ link head - 200116/0155. 110010249 ¿ g7 shell ¿ 7224619. 00625006535 ¿ bone screw ¿ j7119201. 00625006515 ¿ bone screw - j6937387. 00625006535 ¿ bone screw - j6921460. Unknown link stem ¿ unknown part and lot. Report source australia. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is abnormal alignment of the hip arthroplasty with lateral position of the prosthetic femoral head within the cup. On the 2 coronal CT images, there is displacement of the inner bearing into the adjacent soft tissues. There is no fracture. Visual examination of the provided pictures identified the bearing has no visible damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. It is noted that zimmer biomet products were used in conjunction with a competitor device. Zimmer biomet has not confirmed the compatibility of the reported combination of devices, and these would be considered off-label usages. However, it cannot be confirmed that the combination of the link and zimmer biomet products caused or contributed to the reported event. A summary of the investigation has been sent to the customer. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00853.